Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold of 3 volts at 0.4 milliseconds following the implant procedure due to suspected poor condition of the patient myocardium and slight retraction of the helix portion. Upon completion of the initial implant, the ventricular threshold was 0.4 volts at 0.4 milliseconds; however, the waveform changed despite the lead not shifting position. The rv lead was surgically repositioned, resulting in a threshold identical to the initial implant, and remains in service. No additional adverse patient effects were reported.